Manufacturer narrative:
The hospital biomedical engineer troubleshot this reported event and replaced the adjustable pressure limiting valve. The unit was returned to service. No further resolution information available.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9305-000 anesthesia gas machine had the adjustable pressure limiting knob detach preventing manual ventilation. This report was from a single source. This event did not involve a patient.